Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump generated excessive noise. The user also reported, the local speed control knob wobbled much more than compared to other roller pumps. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.